Event description:
Mother reported that child tipped over while in the wheelstand when child drove wheelst and over a dodge-ball sized ball. The ball did not deflate. Per mother's report: child had a bump on the head. Child was taken to the hosp same day. Two cat scans were done. Child had a concussion. Child was released same day.

Manufacturer narrative:
Eval summary: in 2006, company owner and inventor of device, reviewed report of incident, determined that proper supervision was not observed at time of incident, and a precautionary measure of providing a wheel guard needed to occur. Additionally, remote stop interface (killswitch) was not in use at time of incident as instructed. As mother could not be reached several times by phone, a message was left that a wheel guard with installation instructions would be mailed as soon as available, as well as cautioned that child should be supervised at all times while utilizing the power-drive option of the unit, particularly as this child is not able to wear a helmet. On the following month: wheel guard mailed to mother. Message left on mother's voicemail requesting a service call be scheduled. On sixteen days later: mother confirms via phone that she rec'd wheel guard; had not yet installed. Service call scheduled. On two months later: service call and device visual evaluation, wheel guard installed by inventor. Mother cautioned again to maintain supervision of child at all times while utilizing power option.